Manufacturer narrative:
Concomitant medical products: zimmer mmc cup, uncemented, 54 mm/46 mm, code l catalogue#: 01.00634.054; lot#: 2564518 fitmore, hip stem, uncemented, offset b (extended)/5, taper 12/14; catalogue#: 01.00551.305; lot#: 2566751 metasul ldh, head adapter, m, 0, taper 12/14-18/20; catalogue#: 01.00185.146; lot#: 2562052. Therapy date : (B)(6) 2017. The manufacturer did not receive x-ray. The manufacturer received other source documents for review. The manufacturer did not receive the device for investigation. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on the right side and underwent revision surgery due to metallosis and dislocation.

Event description:
No change to previously reported event.

Manufacturer narrative:
Due to fact that this is a legal claim, our legal department has been provided with the available facts from the customer. Zimmer gmbh winterthur legal department is well trained and passes all information concerning the case to our complaint handling department. Event description: it was reported that the product was implanted on (B)(6) 2011 and revised after 6 years in-vivo on (B)(6) 2017 due to metallosis and dislocation. Review of received data: due diligence: no further due diligence required as all required information to support the conclusion is available or was already requested. Surgical report: the implantation report of (B)(6) 2011 has been reviewed, however no conspicuous findings relevant to the reported event have been identified. The revision report of (B)(6) 2017 mentions metallosis upon opening of the surgical site but no significant damage to the gluteus muscles. Further, the stem was found to be well fixed (20° anteversion) with staining at the trunnion without definite signs of corrosion. Acetabular component was found to be well fixed (20° anterversion, 40° abduction). Some metal stained tissue of posterior hip; metallosis tracked down to gluteus max. Tendon with partial degeneration of the tendon. Removal of cup and implantation of a new acetabular system and head. Patient data: (B)(6), born (B)(6) 1934. Product evaluation: no product was returned; therefore, visual and dimensional evaluation could not be performed. Review of product documentation: device purpose: all involved devices are intended for treatment. Product compatibility: - the compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. DHR review: review of the device history records identified no deviations or anomalies during manufacturing. Conclusion: it was reported that the product was implanted on (B)(6) 2011 and revised after 6 years in-vivo on (B)(6) 2017 due to metallosis and dislocation. The revision report indicates that there might have been metallosis, however, as a detailed description of the intraoperative findings, intraoperative pictures and/or lab reports are missing the reported metallosis as well as the reported dislocation could not be reviewed. Based on the little information provided the reported event cannot be confirmed. The quality records show that all specified characteristics have met the specifications valid at the time of production. Therefore, the investigation did not identify a nonconformance or a complaint out of box (coob). In conclusion, based on the lack of information the reported event could neither be confirmed nor could an exact root cause be identified. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).